Event description:
The patient experienced a shocking sensation since implant. The pt had "several revisions", but the issue was never resolved. Since the last revision, the patient experienced shocking whenever he leaned in any direction. The pt turned the stimulation off. The pt recently turned the stimulator back on, but did not feel any stimulation sensation. Additional info rec'd reported that impedance reading revealed >4000 ohms on all electrodes with multiple changes in settings. The pt also noted pain at the battery site due to the size of the stimulator. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.